Manufacturer narrative:
The insulin pump was received with no button response due to button keypad connector unlocked. Unable to perform the displacement test due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the buttons were not responding when attempting to deliver a bolus, especially the act button. The customer's blood glucose was unknown. While troubleshooting, the customer was unable to recall any significant events leading to the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.